Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event occurred on an unknown date involving a 30" (76 cm) appx 5.9 ml, 20 drop admin set w/integrated chemoclave® drip chamber, 0.2 micron filter, spiros® w/red cap, hanger where it leaked doxorubicin + etoposide + vincristine in 0.9% sodium chloride from the filter area onto the top of IV pump. The tubing was replaced or restrung and bag rehung and finished. There was patient involvement and no patient harm. This is the third of three events.

Manufacturer narrative:
The device was not returned for evaluation. Without the device, a probable cause could not be determined.